Manufacturer narrative:
H10: additional manufacturer narrative. Updated h6 per new information received. H11: corrected date. Corrected f10 per information received on 09/03/20.

Manufacturer narrative:
Hemolytic anemia results from the premature destruction of red blood cells. It has multiple etiologies including autoimmune diseases, genetic disorders, infection, and drug reactions. There are several mechanisms for hemolytic anemia after mitral valve repair. It may be related to the mitral valve repair prosthesis and/or the annuloplasty ring when there is a ¿jet¿ of blood flow created from a para-ring leak, if there is a regurgitant jet directly pointed at the annuloplasty ring or if there is rapid acceleration of the jet within a narrow zone of para-ring dehiscence. The device was not returned for evaluation, as devices for complaints without an indication or allegation of product malfunction will not be requested for return. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
It was reported via patient registry that a 32mm mitral ring was explanted and replaced with a 31mm valve after an implant duration of 1 month due to severe regurgitation that were central and around the ring, and severe hemolytic anemia. Per medical records patient underwent mv replacement + CABG x 1. Intra-op finding includes multiple stitches cut through in the mitral annulus with leaks around the sites. Patient tolerated the procedure well and was taken to ICU in stable but critical condition. On pod #1 patient returned to or for washout and received blood products to manage bleeding. On pod #4 an iabp was placed. Patient continued to require pressor support through pod #8 and respiratory function continued to worsen. On pod #11 patient underwent tracheostomy. Patient remained in critical condition and became acutely hypotensive on pod #12. Further work-up demonstrated multi-organ system ischemia. Family decided to change the code status to limited code with no CPR. Patient expired on pod #12 due to multi-system organ failure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.